Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's device experienced a pump stop due to driveline fault on (B)(6) 2022. This occurred while on power module power. The pump stop was brief and did not occur again. It was recommended to monitor the patient for further pump stops.

Manufacturer narrative:
This event was determined to be a duplicate to MFR#2916596-2022-00306. The investigation findings will be submitted under MFR#2916596-2022-00306.